Event description:
The patient was stable, on milrinone and would be observed until transplanted. The system controller was reprogrammed to 2.0 and 1.5 lfa for alarm fatigue.

Manufacturer narrative:
B5 narrative info. H6 - adverse event problem updated codes. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported outflow graft obstruction could not be confirmed through this evaluation. Analysis of the submitted log files confirmed the reported low flow alarms. Although a specific cause for these events could not conclusively be determined, the account reported there was concern for an obstruction. The controller event log file contained events from 01sep2024. Low flow hazard alarms were captured throughout the file. No other notable events or alarms were captured, and the pump appeared to function as intended at the fixed speed. Multiple attempts were made to obtain additional information regarding the event; however, no further information was provided by the account. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate 3 patient handbook, rev. D, are currently available. It was reported that heartmate 3 left ventricular assist system, serial number (B)(6) was used as a right ventricular assist device (rvad) which is not an approved indication. The heartmate 3 is indicated for left ventricular assist device (lvad) support, and all labeling, physician training, and customer marketing materials are aligned with this indication. Section 1 of the IFU also addresses all pump parameters, including pump flow and pulsatility index (pi). In reference to pi, sections 1 and 4 of the IFU state that the pi calculation represents cardiac pulsatility and values typically range from 1 to 10. In general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e., the pump is providing less support to the left ventricle). Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms and explains that changes in patient condition can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 5 of the IFU, "surgical procedures", outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. This section under "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5 of the IFU, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient experienced low flow alarms on their right ventricular assist device (rvad) over the weekend of (B)(6) 2024. Patient was asymptomatic until presented with low flows. There was a concern for inflow/outflow graft obstruction and kinking of the outflow graft. The patient's hematocrit (hct) was reduced to 30% on (B)(6) 2024 in an effort to bring the flow calculation above the 2,5lpm alarm threshold, with good effect. External outflow graft obstruction was confirmed on computed tomography scan. No scan images nor test results were available. The flows remained at 3.0liters per minute. The rvad log files captured numerous low flow events on (B)(6)2024. The patient was stable and would be observed until transplanted.